Manufacturer narrative:
Manufacturing site: (B)(4). The caravel microcatheter with its separated tip was returned for evaluation. The overall tip length was approximately 6.5mm while the tip was originally 5mm long. The tip polymer and the inner jacket at the torn end of the tip were found stretched distally. The separated tip was flattened with circumferential cracks at its torn end, indicating tensile stress had contributed to tearing of the tip. Findings on the returned caravel suggested that the tip was elongated to tear apart at approximately 2mm from the distal end where located the distal end of the braid tube. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed separation of the tip. The applied stress would exceed the product design limit when the tip was being trapped by the balloon of the concomitant exchange catheter. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter became separated during a percutaneous coronary intervention (pci) to treat a heavily calcified 75-90% stenosis in the left anterior descending artery (lad). To use a rotablator, wire exchange was done by using a kusabi exchange catheter. After the caravel was removed from the anatomy, the rotablator was delivered when a foreign object was found distal to the rota burr under fluoroscopy. The physician checked the removed caravel catheter and found its tip was missing. After successfully retrieving the separated tip from the anatomy, rotablation was performed. The pci was successfully completed with reestablished blood flow achieved by stenting. The physician commented that the caravel tip had highly likely been trapped by the kusabi balloon. There were no adverse patient effects associated with this event.